Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted after an implant duration of approximately 9 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis and calcification. Unfortunately, no other details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: additional information regarding the event (e.g. Operative report, discharge summary, etc.) Were requested; however, they have not been provided yet. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned for analysis. Without return of the device, the reported event cannot be confirmed. No further actions are possible at this time.